Event description:
It was reported that the pt underwent a revision surgery to replace a fractured rod on the left side of the construct.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.